Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was blank and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display was observed to be blank, and moisture was present behind the display. A leak test was performed and failed due to a leak at a crack in the battery compartment. The pump case was removed, and moisture was observed on the display, display flex, and other internal components. The complaint was duplicated.